Event description:
It was reported the insulin pump alarmed during the manual prime. Customer's blood glucose was 433 mg/dl, treated with device. Troubleshooting was performed. Customer's spouse was advised to disconnect from customer. The device was not drop or bump prior to the alarm occurring. Customer was advised to continue disconnected. Customer's spouse stated the drive support cap was normal and customer did not pressed it in. Customer's spouse was advised to continue use of the device and revent to back up plan. No. Further info reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to faulty force sensor. Insulin pump had minor scratched lcd window, cracked case on display window corner, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.